Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that a gamma nail broke in conjunction with a non-union. It allegedly broke at the hole in the nail for the lag screw. It was reported to be removed and a stryker t2 recon nail was implanted instead.